Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. No unexpected display anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 333 mg/dl. Customer stated that the numbers were ramping on their own. Customer confirmed that it occurred while setting the bolus delivery. Customer was trying to give a bolus of 25u. Customer went to a health care professional for assistance and was told that it was set right. It was explained that even though it went through as it should, the pump will still need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.